Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot#: va0gh7l, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported symptom return. Patient was involved in a car accident but they were not sure if this was what prompted her symptoms to return. Patient device impedances were tested. Impedances were out of range. Patient device was reprogrammed in clinic. Patient's existing lead and battery were replaced with new lead and battery. Battery was nearing end of life. No product complaint regarding battery. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal / pelvic floor.